Manufacturer narrative:
Investigation summary: two samples were received for evaluation. One has tip cap and solution. The other has no tip cap and no solution. They have plunger rod-rubber stopper. The break out force the sustaining force were measured: 1. 26.55n ¿ 18.30n, 2. 28.80n ¿ 14.65n. Sustaining force specification is<20n. Break out force specification is<40n. Readings are within specification therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: readings are within specification therefore failure mode is not verified. Root cause description: readings are within specification therefore failure mode is not verified.

Event description:
It was reported that a bd posiflush¿ normal saline syringe could not be pushed forward after it was pushed halfway.